Manufacturer narrative:
(B)(4). Correction/additional information, describe event or problem- additional information , report type: remove "adverse event" type of reportable event- correction.

Event description:
Subsequent to the initial MDR, additional information is available. It was indicated that the patient had multiple inaccuracies during the same sensor session. The patient reported continuous glucose monitoring (cgm) system was displaying 4.1 mmol/l but blood glucose (bg) meter displayed 10.01 mmol/l and they dosed with insulin. Additionally, patient also indicated that in one instance the cgm was showing 8 mmol/l but they were not feeling right and upon checking their bg meter, they were actually at 2 mmol/l. No further information was provided.

Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2018 that on (B)(6) 2018, there was an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter. The sensor was inserted into the abdomen on (B)(6) 2018. No additional event or patient information is available. Data was received for evaluation, data review confirmed the reported event of inaccurate cgm values. A root cause could not be determined via data.